Event description:
Reporter alleged the lancet needle that is a part of the softclix system used in finger-stick blood glucose testing would not retract. It was not known as to whether the lancet was not retracting either when priming or after use despite several unsuccessful attempts to gather information by the domestic manufacturer from the customer. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.